Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated they felt as if the heart rate was slow. There were two nonsustained ventricular tachycardia events that showed noise on rv channel only that have caused inhibition of pacing. It was noted the patient is pacemaker technical services (ts) inquired if the noise could be electromagnetic interference (emi). It was noted the noise was small and not all was oversensed. The noise could not be reproduced. All lead measurements were within normal limits and there was no change in impedance measurements during isometrics. It was noted the patient has a surgically abandoned rv pace\sense lead which was connected to the previous pacemaker which the physician may be able to use for pace/sensing if its functioning normally. Additional information additional information indicated the previously abandoned pace/sense lead was utilized with no further complications. This lead was surgically abandoned. No adverse patient effects were reported.